Event description:
It was reported that at the end of a nephrectomy procedure, the patient goes out to recovery, in recovery the patient begins to bleed, decompensates and reintervenes the patient at 2:00 pm, when opening the patient had a lot of blood, what dr. Did was take the aorta to stop the bleeding, they check the patient and realize that the entire staple line was opened. The patient was unemployed and was resuscitated for 10 minutes, had active bleeding from the artery and renal vein. He had a hemoperitoneum of 4000 c/c and high clotting times, once stabilized the patient he was raised to the ICU and began to convulse. The patient is currently in the ICU with a reserved prognosis.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: 1. Does the surgeon usually use a gold cartridge on vascular structures? Answer: talking with dr. Otero, he informs me that he usually uses gold color for vascular structures, however, the follow-up that I have been doing previously with the dr. In other institutions usually uses white or blue 2. Was the renal vein skeletonized and taken independently? Answer: this information has not been provided to me, but I will be gathering the information so that I can share it 3. Or was the vein taken as part of a package? Answer: this information has not been provided to me, but I will be gathering the information so that I can share it 4. Any clips, clamps, or clamps near the area where the device was fired? Answer: yes, the refill was used on the renal hilum 5. Was there a problem with the staple form? Answer: according to different people from the medical area who were present at the surgery, they report that the staple was completely closed without any inconvenience. Everything as normal 6. Were the staples the right b-shape? Answer: according to different people from the medical area who were present at the surgery, they report that the staples were in the shape of a b 7. Did the patient have any complicating factors prior to the procedure? Answer: in september, she had undergone a partial nephrectomy 8. Did the patient have any prior bleeding disorders? Answer: different medical actors who were in the surgery report that the patient had coagulopathy this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.